Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient's stimulation was intermittent. Several days later, the patient did not feel any stimulation. There was no known accident or incident related to the event. Impedance measurements were normal. Additional troubleshooting was to take place with the hcp and manufacturer's representative. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.